Event description:
A patient specific prescription form has been received requesting a revision device due to loosening of the patient's implant.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received requesting a revision device due to loosening of the patient's implant.

Manufacturer narrative:
Reported event: an event regarding loosening involving a midshaft femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for femoral midshaft replacement which was inserted on (B)(6) 2011. The surgeon reported loosening of the proximal stem. The x-ray images provided show that the proximal femoral bone was in varus position and away from the extra-cortical plate which indicating loosening of the fixation. There were some radiolucency, and the cement mantle was segmented. The medial bone near the collar has undergone remodelling and resorption. The distal stem has a fine radiolucent line between the cement mantle and bone but in overall the stem is in good fixation. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.